Manufacturer narrative:
The evaluation and repair of the device has not yet begun. (B)(4).

Manufacturer narrative:
During use of the ht70 ventilator, a "back up battery failure" was generated while the unit was connected to alternating current (a.c.) Power. The returned battery was investigated. The battery pack voltage and individual battery cell voltages were within specification. The battery pack was installed into a ht70 plus test ventilator and no failure was detected. No fault was found with the returned battery pack. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during a homecare patient use of the ht70 ventilator, a "back up battery failure" was generated while the unit was connected to the alternating current (a.c.) Power. While the caregiver rebooted the ventilator, the patient was ambu-bagged, and the unit worked normally. The reported event could not be duplicated, and the device could be used continuously throughout the night. On the next day, the patient was transferred to another ventilator. There was no reported patient injury.